Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had extended ipg charging time. The patient underwent a revision procedure and upon opening the pocket site, it was noted that the ipg had flipped. The patients ipg was then moved to a new pocket site. The patient was doing well postoperatively.